Event description:
Clinical report states: r knee and l knee, severe pain, not serious, definitely not related to procedure, possibly related to device. Update - der received from sales rep indicates that patient underwent right-side revision on (B)(6) 2012, due to pain and poor range of motion.

Manufacturer narrative:
The product associated with this reported event was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.